Event description:
New information noted that the patient presented for a follow-up in clinic and upon interrogation the right ventricular lead also exhibited a noise oversensing issue. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited failure to capture. No intervention was performed and the patient experienced no consequences.